Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (the highest reading at 348mg/dl, but mostly in the 250's mg/dl range). Elevated bgs were treated by administering a bolus using the pump, and the issue resolved.